Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during implant, the right atrial (ra) lead dislodged after multiple attempts. The "screw tip" did not operate smoothly. The ra lead was not used and was replaced. The patient was a participant in the product surveillance registry. No patient complications have been reported as a result of this event.